Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with all bands attached, some of them were moved from their position and overlapped. The ligator head was attached to the trip wire. The trip wire was broken, possibly at the time of removing the device. The returned irrigation tube was in good condition. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged, and some of the bands were returned damaged. The suture hole was in good condition. Additionally, the handle had marks of trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, and some of the bands were returned damaged. Additionally, some of the bands in the ligator head were moved and overlapped. This suggests that the device could not deploy the bands. Although the returned trip wire was broken, because there was no information about a rupture of the trip wire, and as observed in the product analysis the ligator head, it was still attached to the tripwire, it is possible that the trip wire was broken at the time of removing the device, so it was not coded as a problem. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6), 2023. During the procedure, the bands detached. It was reported that the bands just moved and did not deploy off the ligator, so the deployment was unsuccessful. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, the bands detached. It was reported that the bands just moved and did not deploy off the ligator, so the deployment was unsuccessful. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.